Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on (B)(6) 2011 alleging inaccurate high readings on her father's one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The reporter mentioned that the alleged issue with the meter began on (B)(6) 2011 at around 8:10am. Prior to testing, the patient was unresponsive and the reporter could not keep the patient awake. The reporter contacted the paramedics. When the paramedic's tested the patient using their meter they obtained a 39 mg/dl and when the reporter tested the patient using his meter the reading was 78 mg/dl. Readings were taken less than 30 minutes from one another. The patient was treated with IV glucose. It is unknown how soon after treatment the patient regained consciousness. While troubleshooting, it was noted that the technique of applying blood on the test strip was incorrect. Using the incorrect technique may lead to false blood glucose readings. For this particular incident, there is no evidence that the meter caused or contributed to an adverse event since the patient developed symptoms prior to testing. There is no information on events leading to the injury, patient was already in injury prior to testing. The reporter also mentioned that on the same day at around :28 pm the patient tested his blood glucose and obtained a 106 mg/dl and around 6:28-6:33pm, the patient developed "low blood sugar symptoms". It is unclear what exact symptoms the patient had experienced when he had developed "low blood sugar symptoms". A quality control test was not done since the patient did not have any control solution. It was noted that the patient does not take any diabetes medication and there is no information about the readings prior to the event or events leading to the symptoms. Product was replaced. The complaint is being reported since the reporter mentioned that due to the alleged high readings, the patient developed symptom suggestive of a serious injury.